Manufacturer narrative:
Section d4: correction.

Manufacturer narrative:
Approximate age of device - 1 year, 3 months. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had blurry vision and confusion with subarachnoid hemorrhage in left frontoparietal regions but the patient remained on coumadin and no surgical intervention was needed; symptoms resolved and the patient was discharged home with lower inr ( international normalized ratio) goal of 1.5-2. It was reported that the patient fell at home and hit his head likely causing the subarachnoid hemorrhage. Computerized tomography confirmed that their was a stroke.